Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, a cracked and bleeding lcd glass and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is blank and there are dark splotches on the inside of the screen. Customer indicated that the pump was hit with a spoon. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.